Event description:
It was reported that 6 bd luer-lok¿ syringes had embedded foreign matter in them. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: ¿embedded matter: 6"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: six samples had embedded foreign matter present on several locations on the barrels. The embedded foreign matter occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided lot number 1270510. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 6 bd luer-lok¿ syringes had embedded foreign matter in them. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: ¿embedded matter: 6."